Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia and loss of consciousness on (B)(6) 2026. The patient's blood glucose levels were approximately 30 mg/dl while wearing the pod on the abdomen between 1 and 4 hours. Symptoms reported include felt very tired, extreme fatigue, difficulty speaking, and loss of consciousness. The patient was diagnosed with hypoglycemia. The patient was treated with orange juice. The patient was sent home on (B)(6) 2026.